Manufacturer narrative:
A review of the lot file for y707 was performed. This lot met all release requirements. The kit was not returned for further investigation, therefore, the complaint cannot be verified. (B)(4).

Event description:
On (B)(6) 2010, therakos received a report of occlusion during first cycle. Customer tried boluses of saline and checked al circuits carefully. Customer did not notice any kink or clot in the line. Customer did not find anything anomalous in the bags and in the circuits that could explain the phenomenon. Customer noticed a leak at top of the centrifuge bowl. Customer did not quantify the amount of blood loss but claimed that it was very small. Customer decided not to reinfuse blood. Pt was feeling fine and did not request any medical assistance. Pt successfully received another treatment.